Event description:
It was reported that the label print was blurry prior to use.

Manufacturer narrative:
The reported event was confirmed as manufacturer related. Per evaluation, the label print/instruction was not clear. Based on evaluation, we conclude that illegible print & missing print was manufacturing related. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use state the following:"labeling on pouch are adequate to provide expiry date of affected product. However, missing/illegible printing are occurred due to manufacturing error."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the label print was blurry prior to use.